Manufacturer narrative:
After reviewing the results from clinical data, histology analysis, design aspects, wear, locking mechanism, and micro-motion testing, and finite element analysis of the baseplate and screw interaction, the cause cannot be definitively determined. The tibial insert exhibits wear and deformation to the articulating surfaces, with heaver concentration in the medial compartment. The inferior side of the device also exhibits wear, resulting in some of the engravings being illegible. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2000. In 2007, the patient was revised due to pain and osteolysis